Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), alopecia ("hair ioss"), allergy to metals ("nickel allergy"), incontinence ("incontinence"), depression ("depression") and abdominal pain ("pain"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cyst, alopecia, allergy to metals, incontinence, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cyst, depression, incontinence and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and bladder disorder ("bladder or urinary problems or changes") in a 41-year-old female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time reaching one of my fallopian tubes during the procedure". The patient's medical history included peritoneal cyst, scoliosis, back pain, pressure in vagina, heartburn, bladder pain, cystocele, vaginal operation, hyperplasia and pap smear abnormal. Received in formalinlabe1ed cervix , uterus, bilateral tubes' is a 91- gram uterine corpus (53 (superior to inferior) x 6.0 (cornu to cornu) x 4.2 (anterior to posterior) cm) with attached cervix (2.5 x 3.3 x 3.5 cm) and detached, undesignated, bilateral, fimbriated fallopian tubes (4.5 x 0.8 cm, 5.4 x 0.7 cm). Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included endometriosis, polypectomy, hysteroscopy, paratubal cyst, migraine, asthma, constipation, headache, muscle weakness upper limb, numbness, tingling, postnasal drip, sinus pressure, fatigue, vision abnormal, dysmenorrhea, dyspareunia, insomnia, vaginal discharge, urinary incontinence, malaise, overweight, multiple allergies since 2011, cervical polyp, cyst and prolapse repair. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) for pain and genital bleeding as well as amitriptyline since 2017, fluticasone propionate (flovent hfa), fluticasone since 2016, formoterol fumarate;mometasone furoate (dulera) since 2016, ibuprofen since 2016, lansoprazole (prevacid), montelukast since 2016, omeprazole since 2017, oxybutynin since 2016, paracetamol (acetaminophen) since 2016, salbutamol sulfate (proair) since 2013 and topiramate (topamax) since 2013. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) caused depression due to the impact in my relationship and self esteem / vaginal pain (intercourse)"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("all over body pain / body aches") and arthralgia ("joint pain"), 21 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: severe mood swings"), poor quality sleep ("hormonal changes describe: poor sleep") and irritability ("hormonal changes describe: very irritable"). In (B)(6)2015, the patient experienced alopecia ("hair ioss"), depression ("depression / psychological or psychiatric problems condition: depression"), migraine ("migraines / migraines worsened"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue/ chronic fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6)2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: recurrent vaginal yeast infections"), eczema ("rashes or skin conditions type: eczema") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced cyst ("cysts"), allergy to metals ("nickel aliergy"), incontinence ("incontinence"), abdominal pain ("pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation on (B)(6)2016, bladder lift on(B)(6)2017 and essure coils removal, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, arthralgia and back pain was resolving, the menorrhagia, cyst, alopecia, allergy to metals, incontinence, depression, abdominal pain, mood swings, poor quality sleep, irritability, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, eczema, urticaria, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown and the bladder disorder, migraine, dyspareunia and pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, poor quality sleep, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6)2015. Were you advised of any complications or problems that occurred at the time of your essure placement procedure - yes doctor mentioned having a difficult time reaching one of my fallopian tubes during the procedure- (B)(6)2015. Current weight 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: status post bilateral ensure with no contrast opacification of the fallopian tubes. Total bilateral occlusion.. Pregnancy test urine - on (B)(6)2015: negative.. ¿concerning the injuries reported in this case, the following ones confirming- events abdominal pain, pelvic pain, cyst, endometriosis which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and bladder disorder ("bladder or urinary problems or changes") in a 41-year-old female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time reaching one of my fallopian tubes during the procedure". The patient's medical history included peritoneal cyst, scoliosis, back pain, pressure in vagina, heartburn, bladder pain, cystocele, vaginal operation, hyperplasia and pap smear abnormal. Received in formalisable cervix , uterus, bilateral tubes' is a 91- gram uterine corpus (53 (superior to inferior) x 6.0 (cornu to cornu) x 4.2 (anterior to posterior) cm) with attached cervix (2.5 x 3.3 x 3.5 cm) and detached, undesignated, bilateral, fimbriated fallopian tubes (4.5 x 0.8 cm, 5.4 x 0.7 cm). Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included endometriosis, polypectomy, hysteroscopy, paratubal cyst, migraine, asthma, constipation, headache, muscle weakness upper limb, numbness, tingling, postnasal drip, sinus pressure, fatigue, vision abnormal, dysmenorrhea, dyspareunia, insomnia, vaginal discharge, urinary incontinence, malaise, overweight, multiple allergies since 2011, cervical polyp, cyst and prolapse repair. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) for pain and genital bleeding as well as amitriptyline since 2017, fluticasone propionate (flovent hfa), fluticasone since 2016, formoterol fumarate;mometasone furoate (dulera) since 2016, ibuprofen since 2016, lansoprazole (prevacid), montelukast since 2016, omeprazole since 2017, oxybutynin since 2016, paracetamol (acetaminophen) since 2016, salbutamol sulfate (proair) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) caused depression due to the impact in my relationship and self esteem / vaginal pain (intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("all over body pain / body aches") and arthralgia ("joint pain"), 21 days after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: severe mood swings"), poor quality sleep ("hormonal changes describe: poor sleep") and irritability ("hormonal changes describe: very irritable"). In (B)(6) 2015, the patient experienced alopecia ("hair ioss"), depression ("depression / psychological or psychiatric problems condition: depression"), migraine ("migraines / migraines worsened"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue/ chronic fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: recurrent vaginal yeast infections"), eczema ("rashes or skin conditions type: eczema") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced cyst ("cysts"), allergy to metals ("nickel allergy"), incontinence ("incontinence"), abdominal pain ("pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation on (B)(6) 2016, bladder lift on (B)(6) 2017 and essure coils removal, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, arthralgia and back pain was resolving, the menorrhagia, cyst, alopecia, allergy to metals, incontinence, depression, abdominal pain, mood swings, poor quality sleep, irritability, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, eczema, urticaria, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown and the bladder disorder, migraine, dyspareunia and pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, poor quality sleep, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2015. Were you advised of any complications or problems that occurred at the time of your essure placement procedure - yes doctor mentioned having a difficult time reaching one of my fallopian tubes during the procedure- (B)(6) 2015. Current weight 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: status post bilateral ensure with no contrast opacification of the fallopian tubes. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones confirming- events abdominal pain, pelvic pain, cyst, endometriosis which are same in pfs & mr.¿ further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: lot number was added. Events: mood swings, poor sleep, irritability, vaginal bleeding, menorrhagia, vulvovaginal mycotic infection, eczema, hives, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea, apareunia, dyspareunia, vaginal discharge, fatigue, weight gain, pain, arthralgia, back pain, device difficult to use were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Reporter causality comments were added. Reporters were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and bladder disorder ('bladder or urinary problems or changes') in a 41-year-old female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time reaching one of my fallopian tubes during the procedure". The patient's medical history included peritoneal cyst, scoliosis, back pain, pressure in vagina, heartburn, bladder pain, cystocele, vaginal operation, hyperplasia and pap smear abnormal. Received in formalinlabe1ed cervix , uterus, bilateral tubes' is a 91- gram uterine corpus (53 (superior to inferior) x 6.0 (cornu to cornu) x 4.2 (anterior to posterior) cm) with attached cervix (2.5 x 3.3 x 3.5 cm) and detached, undesignated, bilateral, fimbriated fallopian tubes (4.5 x 0.8 cm, 5.4 x 0.7 cm). Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included multiple allergies since 2011, endometriosis, polypectomy, hysteroscopy, paratubal cyst, migraine, asthma, constipation, headache, muscle weakness upper limb, numbness, tingling, postnasal drip, sinus pressure, fatigue, vision abnormal, dysmenorrhea, dyspareunia, insomnia, vaginal discharge, urinary incontinence, malaise, overweight, cervical polyp, cyst, prolapse repair and cystitis interstitial. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) for pain and genital bleeding as well as amitriptyline since 2017, fluticasone propionate (flovent hfa), fluticasone since 2016, formoterol fumarate;mometasone furoate (dulera) since 2016, ibuprofen since 2016, lansoprazole (prevacid), montelukast since 2016, omeprazole since 2017, oxybutynin since 2016, paracetamol (acetaminophen) since 2016, salbutamol sulfate (proair) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) caused depression due to the impact in my relationship and self esteem / vaginal pain (intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("all over body pain / body aches") and arthralgia ("joint pain"), 21 days after insertion of essure. In may 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In june 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: severe mood swings"), poor quality sleep ("hormonal changes describe: poor sleep") and irritability ("hormonal changes describe: very irritable"). In august 2015, the patient experienced alopecia ("hair ioss"), depression ("depression / psychological or psychiatric problems condition: depression"), migraine ("migraines / migraines worsened"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue/ chronic fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In september 2015, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("bladder or urinary problems or changes"). In october 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: recurrent vaginal yeast infections"), eczema ("rashes or skin conditions type: eczema") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced cyst ("cysts"), allergy to metals ("nickel aliergy"), the first episode of incontinence ("incontinence"), abdominal pain ("pain"), back pain ("back pain"), endometriosis ("endometriosis"), asthma ("I m now a severe asthmatic post-essure. "), menstrual disorder ("I at least wont have to deal with horrible periods"), anger ("anger"), depressed mood ("overwhelming sadness "), adnexa uteri pain ("I had lots of pain in my ovaries"), prolapse ("I have a prolapse") and the second episode of incontinence ("urologist says the ic will either get better or worst after the surgery"), underwent cystocele repair ("cystocele repair") and was found to have eosinophil count increased ("my eosinophil level have been in the 600's"). The patient was treated with surgery (ablation on sep-2016, bladder lift on (B)(6) 2017 and essure coils removal, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, arthralgia and back pain was resolving, the menorrhagia, cyst, alopecia, allergy to metals, depression, abdominal pain, mood swings, poor quality sleep, irritability, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, eczema, urticaria, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, endometriosis, asthma, menstrual disorder, cystocele repair, anger, depressed mood, eosinophil count increased, adnexa uteri pain, prolapse and the last episode of incontinence outcome was unknown and the bladder disorder, migraine, dyspareunia and pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anger, arthralgia, asthma, back pain, bladder disorder, cyst, cystocele repair, depressed mood, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, eosinophil count increased, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, poor quality sleep, prolapse, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of incontinence and the second episode of incontinence to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2015. Were you advised of any complications or problems that occurred at the time of your essure placement procedure - yes doctor mentioned having a difficult time reaching one of my fallopian tubes during the procedure- (B)(6) 2015. Current weight 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: status post bilateral ensure with no contrast opacification of the fallopian tubes. Total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative.. ¿concerning the injuries reported in this case, the following ones confirming- events abdominal pain, pelvic pain, cyst, endometriosis which are same in pfs & mr.¿ concerning the injuries reported in this case, the following ones were reported via social media: asthma, menstrual disorder, cystocele repair, anger, feeling sad, ovarian pain, prolapse, incontinence . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. New events: asthma, menstrual disorder, cystocele repair, anger, feeling sad, ovarian pain, prolapse, incontinence were added. New reporter and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.